Event description:
It was reported by svc report that the head end jack would not pump up. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.